Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient coded during a device upgrade procedure. Patient was in asystole. It was noted that the physician opened the pocket and gained access to the vein to implant a lv lead when the patient experienced pulseless electrical activity (pea). Chest compressions were performed and the patient's rhythm eventually went into a vf rhythm, which was treated and converted with external defibrillation. The physician elected to stop the upgrade procedure and keep the dual chamber pacemaker. There were no malfunctions reported against the device or leads. A bypass procedure for possible lvad was discussed. The patient had stable vitals. It was later noted that the patient expired the following day. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.